Event description:
It was reported that the programmer would not turn on during setup. The user tried using different power cables and power points but the issue remained. The user used a different programmer to complete the session. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not turn on. It was noted that the power supply was out of specification electrical. The media bay door was missing. The lower handle cover was cracked. The system fan was noisy. The programmer hard drive was reconfigured and the programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.